Event description:
It was reported that the patient developed an infection at the incision site. The infection was not procedure related and the cause was unknown. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred the week of (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).